Manufacturer narrative:
The actual device was tested by the service provider on (B)(6) 2018. The pump met all specifications as intended. The reported issue was not confirmed.

Event description:
On 09/17/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2018, and reported that the pump 903252 was running at 27 ml/hr then stopped on its own, and then started running at 500ml/hr. There was no patient injury or harm. No information was provided for the medication being infused. The operater of the device was a nurse.